Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the case was broken, and a display wire was pinched. It was also indicated that an encoder assembly, three knobs, two encoder nuts, two case screws, and one hanger screw were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The status of the epg is unknown. There was no patient involvement.